Event description:
During a preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the battery failed. As a result, the procedure was performed without the device. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.